Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an integrated apd set with cassette leaked. This was described as "while priming the cycler, the solution was not filling up to the line that connects to patient, then noticed fluid leaking from the line on the cassette". This occurred during setup or preparation of the device for automated peritoneal dialysis (apd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.